Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was impacted. System check with tandem technical support indicated that the cartridge and infusion set should be changed. Customer acknowledged.